Event description:
A report was received that a patient was having difficulties charging the ipg. It was determined that the patient's pocket is too deep. The patient is scheduled to undergo a pocket revision procedure.